Event description:
On (B)(6) 2010, pt reported the case of his primary infusion device was damaged. Pt did not have time to talk and said he would call back. Pt's father called back and reported this occurred approx 60 days ago, and pt has been using backup infusion device since. Father reported damage was actually to display screen. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. After receipt of returned infusion device, it was confirmed the damage to the display affected pt's ability to view insulin delivery amounts. The display was not cracked; however, there was a dark spot that made characters on screen illegible. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.